Manufacturer narrative:
Device evaluation: as received, the specimen consists of one each clinically used, damaged 190-014 gw, short taper device; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. A review of the device history record for the specimen does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The complaint is confirmed. The specimen presents fractures of the coil and core wires near the distal tip along with numerous bends/kinks of varying severity and frequency scattered over the length of the device. The coilwire fracture presents indications of ductile, tensile overload with torsional loading. The core wire fracture presents indications of ductile, tensile overload. The remaining distal coil is stretched from the proximal coil to core joint. No other damage or inconsistencies are noted to the specimen at this time. The proximal coil to core wire joint and all marker coil joints appear to be correct and intact by visual examination and by non-destructive testing. Based on the evidence presented by the specimen and the information provided by the supporting documentation, it appears that clinical and or procedural factors appear to have impacted on the event as reported. Note: operator of device was filled in to include health professional.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date it appears clinical and or procedural factors may have impacted on the event. If any further relevant information becomes available, a follow-up medwatch report will be filed.

Event description:
A piece of the thruway guidewire was left inside the patient, because the wires is broken inside the patient.